Event description:
The savvy balloon could not be inflated completely and the physician noticed that it was leaking around the hub / balloon catheter shaft "connection"/proximal end of balloon. The physician carefully checked that the inflation device was properly connected to the balloon hub, and it was ok. The product was not kinked or bent during prep. There was no mishandling of the product. The product was not torqued or steered at the hub during the procedure. The patient was not affected by this event. The target lesion was the sfa/popliteal. The lesion was 6mm x 4cm and 'quite tight'. Omnipaque (ge health care) contrast media was used. Ratio 50/50. An encore bsc inflation device was used and was successfully used with other devices. There was no resistance friction inserting the balloon and no difficulty advancing the balloon. Maximum inflation pressure was about 8atm. The balloon re-wrapped properly and was removed easily and in one piece.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.